Event description:
N/a.

Manufacturer narrative:
A decision was made by the customer to pull this pump from service, and discard the suspect parts and use the rest for parts. Therefore, no service was provided.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a system over temperature. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a